Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer's mother reported via phone call of compromised force sensor alarm on her son's insulin pump. The customer's blood glucose was unknown. Troubleshoot was conducted. The customer was advised to disconnect from the pump. Customer was advised to discontinue use of pump, and that the pump would need to be replaced. The out of warranty pump is being replaced with a continuation of therapy pump.

Manufacturer narrative:
The insulin pump alarmed during the basic occlusion test due to a loose and protruded drive support disk. The insulin pump was received with minor scratches on the display window and a cracked reservoir tube lip.